Manufacturer narrative:
The reported event of slow charging was confirmed. The device was received at normal battery voltage level, with normal output and telemetry communication. Analysis of the device image indicated charging timeout occurred. Capacitor charging was initiated in the lab, and the charge timeout was reproduced, consistent with a hybrid anomaly that resulted in the reported event. A longevity assessment was performed, and the device was within the expected longevity range.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the implantable cardioverter defibrillator (ICD) exhibited slow charging. The patient was asymptomatic. The ICD was explanted and replaced. The patient was stable throughout the procedure.